Event description:
Injected synvisc one into joint. No aspiration, no lidocaine. Injection was unremarkable, but before she could leave the office, the pain began to develop. She initially limped in office, but soon required a wheelchair since pain intensity rapidly increased; biosurgery.